Manufacturer narrative:
Follow-up #2; date of submission: 12/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/12/2014 with the following findings: several inexplicable power-reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. The threads of the returned battery cap were found to be stripped, and the battery compartment was observed to be cracked from the threads to the grip pad; these device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the pump per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported power issue, the battery compartment was observed to be cracked from the grip pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use, the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/09/2014 ¿ (B)(6).